Event description:
A customer reported elevated results on two samples from the same patient using the advia centaur troponin ultra assay. The patient was kept in the hospital for about a week because his tni-ultra result was elevated. However, there were no symptoms of an ami and his myoglobin and ckmb test results were within the normal range. The patient's blood was tested, using a different lot of the advia centaur troponin ultra assay, and the results were still elevated. The patients blood was tested using a different manufacturer's troponin assay, and the results were in the normal range.

Manufacturer narrative:
A sample from this patient was requested and received from the site. Additional narrative for evaluation codes: additional testing on the sample will be conducted at siemens.